Event description:
Patient had abdominal surgery in january. During the procedure, surgeon utilized (2) 3/4" penrose drains that were placed l. Lateral to the vesicourethral through the abdominal wall. Safety pins were attached to the external portion. Patient returned to hospital four (4) months later for back surgery. During the procedure an x-ray was taken that revealed a safety pin overlying the pelvic ramus. On 5/20/92 patient has surgical intervention to remove the safety pindevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.